Event description:
Customer reported a plug and cable problem, the unit won't turn on, and the left monitor is blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened a loose screw on the power plug, and reloaded software. System operates as intended. (B) (4).